Event description:
The technician alleged that the trendelenburg is not functioning on the bed. No pt impact.

Manufacturer narrative:
The technician found the shoulder bolt on the trendelenburg gas spring screwed off which damaged the trendelenburg assembly. The technician replaced the shoulder bolt and the trendelenburg assembly to resolve the issue.